Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the imaging equipment. It was found that the unit started up with no issues. Discovered that site turns off monitor to protect patient data, then on restart, they get no input to monitor. The medtronic representative explained that the dvi will make printer primary if monitor not present. Site will determine more appropriate way to protect data. The imaging system passed the system checkout and was found to be fully functional. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported on behalf of the site, that while in a spinal fusion procedure, the imaging system's mobile view station (mvs) screen was completely black. The surgeon opted to complete the procedure without the use of the imaging system and instead used a c-arm. There was no impact on patient outcome. There was a reported delay to the procedure of less than 45 minutes due to this issue. No further details regarding this issue, specific patient demographics, were provided.

Manufacturer narrative:
Patient was already opened for spinal fusion procedure when reported issue was discovered. Same opening whether navigation case or not. Reference frame was attached by spinous process clamp in preparation for the imaging system.